Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and occlusion of native vessel.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. After trunk-ipsilateral leg and contralateral leg components were successfully deployed, the physician elected to implant an aortic extender component (pla360400j/(B)(4)) proximal to the trunk-ipsilateral leg component. When the endoprosthesis was deployed, the lowest left renal artery was partially covered. It was reported that the patient¿s proximal aortic neck was angulated (exact amount of angulation was unknown). An attempt was made to cannulate into the left renal artery but it was not successful. The procedure was concluded with a wait-and-watch approach taken to the vessel coverage.